Event description:
During service the unit failed for low flow >20% below set value, low tidal volume and sensitivity tests, final test failure was due to non-conforming flow valve. The flow valve was cleaned and repaired to correct the failure.